Event description:
It was reported that during preparation for a percutaneous transluminal intervention a guide wire fracture occurred. A 182cm choice pt guide wire was being prepped for use when it broke into 2 pieces outside of the patient. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that during preparation for a percutaneous transluminal intervention, a guide wire fracture occurred. A 182cm choice pt guide wire was being prepped for use when it broke into 2 pieces outside of the patient. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a visual inspection was performed on the returned device. Two segments of wire were returned. The wire is fractured in the proximal part, additionally both the proximal part and the distal part are severely kinked along the body. The proximal part of the wire is 57.1 cm. The distal part of the wire is 125.4cm long. Both fracture sites were sent for external analysis in order to determine the wire fracture mode. The external lab determined that the failure mode on both samples was determined as a cyclic bending fatigue with a final tension overload. No material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).